Event description:
Patient reported that approximately 3 years previously, she experienced elevated blood glucose in the 300's mg/dl consistently. She stated that her physician advised her to discontinue using the infusion device. Patient indicated that she had used lantus injections for 2 years and then returned to using a competitor's infusion device. She did not report any symptoms associated with the elevated blood glucose level. Product was requested to be returned for evaluation.